Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Another proglide was successfully used to achieve hemostasis. There was no adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The perclose proglide (part 12673-03, lot 920326h) indicated is being filed under manufacturer report number 2953144-2010-02796. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.